Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This supplemental report is being filled to include additional information. The entire system was recently explanted. No additional adverse events were reported.

Event description:
This supplemental report is being filled to include additional information. The entire system was recently explanted. No additional adverse events were reported.

Event description:
It was reported that this patient has a history of inappropriate shocks. The patient has recently received an inappropriate shock due to t-wave oversensing and double counting. The patient was brought into the clinic and initially the oversensing was no reproducible at an elevated rate but during treadmill testing there was t-wave oversensing noted in secondary and primary sensing vectors. The field representative opted to program the system to primary sensing vector with twice the gain and it was noted that this was the most favorable vector with smart pass on. No adverse events were reported.